Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with a faulty sensor. It was reported that the customer's sensor was missing the electrode when it was removed from the body. It was reported that two more sensors were lost. The customer was advised that replacements would be sent out. Nothing else was reported.